Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted due to the reported issue. Customer consumed glucose tablets to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.